Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary procedure, right knee. It was reported that in opening the outer blister, part of the plastic blister broke off with the tyvek. Due to sterility concerns, the surgeon elected not to use the implant. Rep reported that another device was immediately available and that no surgical delay was caused.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed by visual inspection. One unit carton with its shrink wrap open on one end was returned for evaluation. There is compression and damage to one end of the unit carton. The inside of the opening end/flap of the unit carton has compression and indentation lines visible. The outer blister was returned with the tyvek lid attached on two sides. One side flange is cracked/fractured but remains attached to the outer blister. There is evidence of a good seal on the outer blister. The inner blister was returned inside the outer blister with its tyvek lid still intact. For the purpose of this investigation the tyvek lid was removed from the inner blister. There is evidence of a good seal on the inner blister. The returned device appears unremarkable. Medical records received and evaluation: not performed as no medical records were provided. The event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Based on the visual inspection of the returned product the investigation concluded that the packaging damage was most likely caused by incorrect/excessive handling prior to opening of the product whereby the unit carton may have been compressed and/or dropped from a height causing the damage to the carton. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Primary procedure, right knee. It was reported that in opening the outer blister, part of the plastic blister broke off with the tyvek. Due to sterility concerns, the surgeon elected not to use the implant. Rep reported that another device was immediately available and that no surgical delay was caused.